Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the patient needed "help setting it because, after the surgery, she set it herself, she got it out of whack, and doesn't think it's working at all". This was clarified to be a return of symptoms. Also, it was stated that the programmer showed the patient was on program 1 at 2.5v with stimulation turned off. A troubleshooting attempt was carried out by turning the stimulation back on and increasing it to a comfortable level at 3.8v. There were no further complications or anticipations reported with this event.